Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. No parts returned for analysis

Event description:
Information was received from a health care professional via manufacturer representative regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after registration, the system became unresponsive and it was not possible to get the system to function. The mouse was frozen, everything was unresponsive, and the crosshairs were red. There was a reported delay to the procedure of 15 minutes as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and associated fields updated to proper value. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The analysis of the computer of the navigation system was completed by medtronic personnel. Testing found that the cpu or mb of the computer had a failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.